Manufacturer narrative:
A certain® 3.4mm(d) driver tip (impdtl) was returned for inspection. A visual inspection revealed that there was minimum wear about the hex tip. The o-ring on the driver was noted to be highly worn. A functional test was performed on the device and revealed that the driver required additional effort to snap into place and remove, therefore the complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Pick-up and delivery of implant: ¿care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely.¿ ¿due to wear, periodic o-ring replacement is required for the certain internal connection driver tip.¿ the driver tip was confirmed to be damaged and unable to properly engage and disengage mating implants. A probable cause for the reported event cannot be determined. (B)(4).

Manufacturer narrative:
Device lot number is unknown/not provided.

Event description:
The customer stated that the driver tip was not engaging at times and then would get stuck at other times. The procedures were completed with other tools.